Event description:
A robotic thymectomy was underway. The doctor was working at the console. A piece of the robot arm broke off. There was no injury to the pt, but a surgical delay of 45 minutes while the manufacturer's rep went to another hospital to get the needed park. Surgery resumed after part replaced with no other complications.